Event description:
Just prior to prep of surgical site, there was a smell of "something burning". It was noticed there was smoke coming from the electrical outlet on base of or bed. Code red was immediately called, and patient was removed from or bed to stretcher and room was evacuated. Patient transported to another or and placed on anesthesia ventilator. After repositioning the patient on another or bed, case proceeded without incident.